Event description:
Patient reports defective pen needles. Brand: droplet pen needle, 31g, 8mm. Patient reports having gone through 3 different boxes and has been having frequent problems with needles not delivering dose (no insulin droplet appears after priming needle), and also that needles is very difficult to remove from insulin pen device.